Event description:
Reporter calling because she is having problems with chronic cough, shortness of breath, "lung irritation", and chest pain ever since she began using "sleep8 ozone disinfectant" in combination with her resmed device. Reporter states her symptoms began on approximately (B)(6) 2021, and that she has been going to the doctor "chronically" for the past couple of years due to her symptoms. She states she has been on steroid medications, cough medications, has had chest x-rays, and been evaluated by a cardiologist due to her ongoing health problems. Reporter states she fears she has suffered permanent damage and that she is scheduled for another "wellness check" at her doctor's office "next week". Reporter states sleep8 is the only cleaner she has ever used with her resmed. Reporter also states she discovered other reports about sleep8 with CPAP (continuous positive airway pressure) device use on "maude" from 2019, and that this alarmed and upset her. Reporter states she is upset that "sleep8 knew about problems as far back as 2019" yet continued to sell their product for use. Reporter states she has called "FDA allegations" but was only able to leave a message and has not received a call back. Reporter also states she will be contacting sleep8 with the intention of talking to someone in "their legal department". Reference report: mw5147159.